Event description:
As reported by the edwards field clinical specialist, during a transapical tavr procedure the patient had major bleeding from a pericardial effusion. Four units of blood were transfused. No annular rupture was observed, but a small hole in the left ventricle (lv) was noted which was thought to be caused from wire manipulation. The patient left the operating room in stable condition. The physician reported that he did not know what caused the lv perforation, but he assumed it was either from the temporary pacemaker wire or from other wire manipulation. The physician stated the lv perforation was not caused by an edwards device. After the initial report, the operative event log was obtained and there was no documentation of bleeding from a pericardial effusion. However, following valve deployment, cardiopulmonary resuscitation (CPR) was performed for one minute, the patient was placed on an intraaortic balloon pump (iabp) and the patient developed ventricular fibrillation (vf) which required cardioversion. At the end of the procedure, the report noted the patient was weaned off bypass and the thoracotomy was closed.

Manufacturer narrative:
Referenced manufacturing report number 2015691-2013-21084. The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the cause of the lv perforation cannot be confirmed. However, per the implanting physician, it may have been caused by the pacing wire or occurred during wire manipulation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.